Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 36 and 48 hours. In addition the patient reports the pod failed to adhere and the cannula had become dislodged from the pod infusion site (abdomen). As treatment, the patient applied a new pod.

Manufacturer narrative:
The returned device was evaluated and the pod was returned with the needle mechanism fully deployed. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The device was received without the adhesive pad, no damages or defects were observed with the adhesive pad's welds. The cause of the reported adhesive failure could not be determined. Inspection of the soft cannula found that the exposed portion of the soft cannula was damaged. This damage did not cause fluid to fail flowing the complete fluid path. Due to the external nature of the damage, the exact timing and cause of the cannula damage cannot be determined. It cannot be determined whether this damage led to the user reported events.